Event description:
Hosp reports that unit alarmed "fail to cycle". No error codes seen or recorded. No pt injury reported. Pt removed from ventilator and manually ventilated until a replacement vent was obtained.